Event description:
The rptr has contacted the MFR on numerous occassions and to date has rec'd no response. The rptr is now contacting the FDA regarding his problem. According to the rptr, he has used polydent denture cleanser for years without any problems. Since he purchased the last box in may, he has been experiencing gum tenderness, irritation, and pain which he attributes to the polydent. The pain had progressed to the point that the rptr only wore his upper and lower plates to eat. The rptr normally wears his dentures throughout the day and night. When the rptr stopped using the polydent, his symptoms ceased in approx. 7-10 days. The rptr has sought no med attention.